Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430 it has been determined that should related reports be identified a DHR review is not required.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430 it has been determined that should related reports be identified a DHR review is not required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had high cobalt blood levels. Doi: unknown, dor: (B)(6) 2021, affected side: right hip.

Event description:
After review of medical records, it was reported that the patient complains of pain, weakness, swelling, difficulty of walking and had a fall early on (B)(6). The patient was then revised toxic effect of metal, undetermined intent. Operative notes reported that the iliotibial band and gluteal fascia were markedly soft and ill-defined secondary to inflammatory process. On opening the iliotibial band a large amount of blackened fluid was present. There was an obvious hole in the greater trochanter filled with metallosis stained material which was then debrided. The trochanter was stable however somewhat there was micromotion when moving that compared to the shaft of the femur. Following debridement the greater trochanter and femoral neck region and determination at the greater trochanter and femoral stem were stable. A large amount of metallosis tissue/black stained tissue was debrided circumferentially around the cup. There was osteolysis present at the posterior cuff region however the cup was stable. 1 unit of prbcs and 1 liter of fluids infused overnight secondary to intra-operative blood loss. Doi: not reported. Dor: (B)(6) 2021. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 clinical code: appropriate term/ code not available (e2402) is used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that the hip stem was a summit.